Event description:
Oii's customer service received an email from an ophthalmologist stating that he is treating a patient who was implanted bilaterally with oii's phakic iols by a surgeon. The patient is concerned that she has bad implants or that they were not put in properly. Oii's president responded to the ophthalmologist's email and asked for endothelial cell counts. On 13 may 2005 oii received a response from the ophthalmologist. The cell count is low. Od is 741 and the os is 618. Oii is attempting to work with the ophthalmologist on future care of the patient.

Manufacturer narrative:
Athe acn-60a was part of recall number z-869 / 871-0